Manufacturer narrative:
The event description the customer reported did not indicate a potential pt safety issue. The device was returned and is in the process of being evaluated. The info obtained from the eval is misalignment of the flow tube visual alignment indicators which could potentially result in the laser being fired at unintended tissue. The fiber metal cap had burnt on the detritus and the fiber glass cap exhibited devitrification of cap at the output window. The outer flow tubing showed multiple locations of damage noted on the fiber distal to the control knob. The fiber was possibly damaged during insertion into the cystoscope. The fiber damage indicated would allow saline leakage when connected.

Event description:
It was reported by a customer on (B)(6) 2011 there was a saline leak at 38,120 joules. No pt injury was reported.